Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they can't sit down or stand very long. Patient said it was hurting up from the device. Patient said the hurting started this month or last month, the day they had a x-ray done. Patient called in because they weren't sure if they turned stimulation back on. Patient services (ps) reviewed how to connect to the implant. Patient was able to successfully connect and said the therapy was on. Patient services (ps) reviewed option to decrease stimulation, patient declined. The patient was redirected to their healthcare provider to further address the issue.